Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with 175cc mentor smooth round moderate profile saline breast implant experienced right-sided implant deflation postoperatively. The patient was undergoing bilateral implant exchange with 225cc mentor smooth round moderate profile on the right (catalog # 3501630 and right serial # (B)(4)) and 225cc mentor smooth round moderate plus profile on the left (catalog # 3502225 and left serial # (B)(4)) on (B)(6) 2020, and right-sided implant deflation was discovered during the procedure.

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device and extending to the posterior view, consistent with a crease/fold. Within the crease/fold on the posterior view, an area of shell abrasion was found. Leak testing was performed, according with mentor procedure, and it revealed a tear within the shell abrasion, measuring less than 0.1 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).